Event description:
In 2003 immediately post treatment it was noticed that the pt had burns in upper right forehead, right temple, right and left lower face and along the jaw-line. Status of most current follow-up; 02/2004. Two areas still remain effected; lower right area of neck still has red mark and slight indentation and right face next to lip (on right cheek) still has red mark.